Manufacturer narrative:
The field service engineer (fse) discovered the 3-inch pipettor tip loose. The fse replaced the substrate probe and performed ultrasonics verifications and pipettor alignments. The instrument successfully passed calibration. Service activity performed is verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the 3-inch pipettor tip. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported elevated imprecise thyroid-stimulating hormone (tsh) results, for one patient, and ultrasonic level sense system errors involving the access 2 immunoassay system. The false results were not released from the laboratory. There was no patient impact associated with this event. Subsequent testing of the patient's sample, on an alternate access 2 system, produced a lower result, within the normal reference range of the assay. The customer replaced the probes the evening prior to the event and noted system check passed on the second test. The patient's sample was collected in 7 ml tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes or at 5,130 rpm for five minutes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.